Event description:
It was reported that a malfunction occurred on a customer's pump after swimming with it for five minutes and passing it through tsa scanners. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.